Event description:
Reportedly, a smartview monitor was not working properly. The green lights were on but depending on the position of the cable, the unit switched to on/off randomly.

Event description:
Reportedly, a smartview monitor was not working properly. The green lights were on but depending on the position of the cable, the unit switched to on/off randomly.